Event description:
It was reported that the patient was admitted for a gastrointestinal bleed.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was lightheaded and experienced shortness of breath. A capsule study and a colonoscopy was performed. The colonoscopy discovered hemorrhoids found during the perianal exam, angioectasia with contact bleeding in cecum which resulted in three hemostatic clips placed and an epinephrine injection, angioectasia without bleeding in the ascending colon which resulted in two clips being placed and medium-sized hemorrhoids with questionable area of healing ulcer versus recent stigmata of bleeding on external hemorrhoid. The patient was taken off aspirin. The bleeding resolved.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The thrombus was initially reported under MFR#: 2916596-2022-15329. Manufacture¿s investigation conclusion: there were incidental findings of a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6), confirmed the presence of pump thrombosis, which could have contributed to the reported elevations in power and flow. The submitted log file contained data from on (B)(6) 2022, per the timestamp. Analysis of the submitted log file revealed transient power elevations as high as 8.8 watts. The pump remained above the low-speed limit and appeared to be functioning as intended. (B)(6) was returned assembled with the driveline (dl) cut approximately 12.5¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft was returned attached to the outlet elbow. Approximately 5 inches of the sealed outflow graft was returned with the outflow graft bend relief detached from the graft hardware. The bend relief collar was also present. Upon disassembly of the returned pump , examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the areas of denaturation and the circumferential contact marks on the outlet cone section of the rotor and the outlet bearing cup indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was in operation. The deposition would have caused additional drag on the spinning rotor and would have contributed to the reported power elevations. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and bleeding as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range as well as how to respond in the event that there is a risk of bleeding. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient was experiencing higher than normal flows and powers and was admitted for IV heparin (inr 1.7), hydration, and monitoring. On interrogation, it appeared that the issues with the higher numbers started after on (B)(6)2022. The log files captured an upward trend in power and flow starting on (B)(6) 2022. It was later communicated that the cause of the power elevation was confirmed via echocardiogram to be thrombosis. The patient underwent a pump exchange for the thrombus.